Event description:
It was reported that when using the bd pyxis¿ es server, new orders was not crossing over from epic to pyxis and multiple patient and station impacted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over from epic to pyxis. A technical support specialist dialed into the server and the device and observed that about 20 devices were in a critical override state. A site down query showed that messages were being processed, and no interface disconnection was present. The device was checked, and the sample patient appeared in the correct location. The device¿s synchronization information showed no errors. Contact was made with customer, and the issue was confirmed to be resolved. The system functioned as intended after the technical support specialist inspected the issue.